Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, no supporting clinical documentation has been provided; therefore, there were no clinical factors found which would have contributed to the reported broken drill bit. The drill bit is not intended for long term internal exposure and long-term implantation data is not available. Its noted the drill bit piece was left in the femur. The patient impact beyond the reported events cannot be determined. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. A review of the instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage is indicated. Besides, mishandling instruments can diminish the life expectancy. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all instruments be inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that, during a cori assisted thr surgery, the drill bit broke off and the piece remained in the patient's femur by surgeon's decision. It is unknown how this surgery was completed, if there was any delay or how/if this incident was managed. Further information is unavailable.